Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. Physio-control has made multiple attempts to contact the customer in order to obtain additional information regarding the event; however no response has been received. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not provide a synchronized shock when prompted during a cardioversion procedure. The device charged appropriately, but the shock button would not light up and a synchronized shock was not delivered. The device also alarmed constantly and personnel were unable to stop it. The device was subsequently powered off and after performing a reboot of the device it performed as expected and the patient was provided with a shock in synchronous mode which converted the rhythm to a normal sinus rhythm. Physio-control has made several attempts to contact the customer in order to obtain additional information about the patient and the event, as well as confirm the serial number of the device used; however, no response has been received.

Event description:
The customer contacted physio-control to report that their device did not provide a synchronized shock when prompted during a cardioversion procedure. The device charged appropriately, but the shock button would not light up and a synchronized shock was not delivered. The device also alarmed constantly and personnel were unable to stop it. The device was subsequently powered off and after performing a reboot of the device it performed as expected and the patient was provided with a shock in synchronous mode which converted the rhythm to a normal sinus rhythm. Physio-control has made several attempts to contact the customer in order to obtain additional information about the patient and the event, as well as confirm the serial number of the device used; however, no response has been received.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The electronic device records were downloaded from the device however, the reported issue could not be verified. Physio replaced the battery pins and coin cell battery as a precaution. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause for the reported issue could not be determined.

Manufacturer narrative:
The customer confirmed that the device will be sent to physio-control for evaluation and reported the device's serial number. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not provide a synchronized shock when prompted during a cardioversion procedure. The device charged appropriately, but the shock button would not light up and a synchronized shock was not delivered. The device also alarmed constantly and personnel were unable to stop it. The device was subsequently powered off and after performing a reboot of the device it performed as expected and the patient was provided with a shock in synchronous mode which converted the rhythm to a normal sinus rhythm. Physio-control has made several attempts to contact the customer in order to obtain additional information about the patient and the event, as well as confirm the serial number of the device used; however, no response has been received.